Event description:
As reported by the user facility: incident description: b. Braun pump alarmed air three times; each time purged through disconnecting the line from the pt, no air seen coming through tubing. Second alarm removed tubing, seen small champagne bubbles, gravity flushed air through tubing, flicked bubbles, cleansed chamber with alcohol swab, reinserted tubing and restarted infusion. On third occurrence removed pump for space station; will red tag. Same tubing used in new pump, to assess. This is fortunately a push line to sedation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.